Manufacturer narrative:
E1: initial reporter phone #: (B)(6). There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from the tubing of the device with one (1) patient. The patient had to have an additional needlestick for the draw. No adverse impact was reported regarding the patient or user.